Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during stored high rate episodes. The lead remains in use. It was also reported that the right ventricular (rv) lead exhibited chronic high threshold and high/increasing impedance. The lead remains in use. No patient complications have been reported as a result of this event.